Event description:
An optometrist reported that a patient presented with blurry vision and a foreign body sensation in the left eye approximately one month post photorefractive keratectomy (prk). The patient was noted to have corneal abrasion due to dryness. The patient was prescribed a topical antibiotic eye drop and is using artificial tear drops as needed. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event. The laser was successfully verified prior and after the date of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications on the date of treatment. No technical root cause could be determined, system is performing within specifications. (B)(4).